Event description:
It was reported the stent deployed prematurely in the hub of the microcatheter during stent transfer. The microcatheter was removed from the pt and the procedure was aborted. The pt is reported to be fine. No further information was provided.